Event description:
It was reported the dyonics 25 control unit had no pressure flow. Two hours delay was encountered and patient was under extended anesthesia. No patient injury was reported.

Manufacturer narrative:
Additional evaluation codes were included to represent the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No serial identification information was provided and thus a manufacturing record review could not be conducted.